Event description:
IV tubing would not prime with IV fluids. This did not reach a patient. No patient harm.

Event description:
IV tubing would not prime with IV fluids. This did not reach a patient. No patient harm.